Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that stent would not cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified proximal right coronary artery. After predilatation with an unspecified balloon catheter, a 4.00x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion due to severe tortuous of the vessel. The procedure was completed with a different device. No patient complications were reported and the patient status is good. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the entire device identified no kinks or damage along the shaft. However, an examination of the crimped stent found that the distal end of the stent was damaged. Struts at the distal end were stretched and misaligned. No other damage was visible. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).